Manufacturer narrative:
The suspect battery charger 1 was returned to the manufacturer for evaluation. Testing found that the board had an audible hiss, louder under loading condition.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that x-ray battery levels depleted on the indicator after unplugged. When acquiring 2d images, excessive noise was emitting from the charger boards for the x-ray batteries. The system would not acquire images due to a battery error message appearing on the imaging system. To resolved the reported issue, the representative replaced the x-ray batteries, x-ray battery chargers and the battery monitor indicator. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery monitor indicator was returned to the manufacturer for analysis. The indicator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect battery chargers have been received by the manufacturer for analysis. Testing has not been completed so no results are available at this time. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray battery indicator light showed no charge. The representative attempted different outlets to observe any changes. No changes were observed. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the suspect battery charger 2 was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.